Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead exhibited a shock impedance measurement of >125 ohms. An induction was performed, where the device delivered a shock and successfully converted the patient. The impedance measurement was then 43 ohms. However, additional measurements had been recorded at >125 ohms. Guidant technical services (ts) discussed a potential intermittent connection or conductor issue. During an invasive procedure, fluid bubbled out of the sealing ring around the proximal setscrew when the terminal pin was inserted. The fluid was removed, and a vf induction was successfully performed with the original device. However, ts recommended replacing the device. The vf induction with a new guidant ICD was successful.